Event description:
It was reported that cadd-solis vip displayed error 41100. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications.

Manufacturer narrative:
Device evaluation: one pump sample was received at manufacturing. Visual and functional testing was performed on the returned sample. Visual inspection confirmed that the device was received with the tamper seal missing. Functional testing found that the pump was displaying the reported error code alarm message upon power up. The issue is caused by analog digital control time out circuity failure of the microprocessor unit board. Results: the customer reported problem was duplicated during the course of the functional investigation. Root cause of the reported issue would be attributed to a faulty microprocessor unit mpu board. The faulty mpu will be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrected information is provided in d4: catalog number, d4: model number, e4: initial reporter sent to FDA, d5: operator of device: unknown to date.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement. Per reporter no further information is known.